Event description:
It was reported a spectrum pump "was not functioning properly". It was also reported this issue was discovered during testing, and there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.